Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a 4x8 gauze fell apart during a case. When they counted off the gauze, they seemed normal and fine. When they extracted the gauze from the wound, they noticed the gauze was disintegrating in the wound. No injury. No follow-up care required.